Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 8300ab aortic valve was explanted after an implant duration of 1 years and 9 months due to unknown reason. The valve was replaced with a 11500a 23mm valve.

Event description:
It was learned through implant patient registry that a (B)(6) 8300ab aortic valve was explanted after an implant duration of 1 years and 9 months due to severe perivalvular leak and severe calcification. The patient was presented with shortness of breath and fatigue. The valve was replaced with a 11500a (B)(6)valve. Per medical records, the patient underwent third redo-avr with a (B)(6) 11500a valve, mvr with a non-edwards valve, and tv repair with a mc3 annuloplasty ring. Post bypass tee showed av with no pvl. Patient tolerated the procedure well and was transferred to the ICU in a stable condition. The patient was discharged on pod# 1.

Manufacturer narrative:
Updated section: b5 and h1.

Event description:
It was learned through implant patient registry that a 23mm 8300ab aortic valve was explanted after an implant duration of 1 years and 9 months due to severe perivalvular leak and severe calcification. The patient was presented with shortness of breath and fatigue. The valve was replaced with a 11500a 23mm valve. Per medical records, the patient underwent third redo-avr with a 23mm 11500a valve, mvr with a non-edwards valve, and tv repair with a mc3 annuloplasty ring. Post bypass tee showed av with no pvl. According to the physician patient expired due to natural causes. The patient is a 82-year-old female with history of avr x2 (2013, (B)(6) 2024), ppm, mitral regurgitation, thickened mitral leaflet, tricuspid regurgitation, dyslipidemia, hyperlipidemia, hypertension, valvular disease, symptomatic heart failure, symptomatic anemia due to hemolysis related to tr and pvl of prosthetic av. According to additional information provided by the care advocate, the patient expired on post procedure day 1. Death certificate listed due to "natural causes".

Manufacturer narrative:
Additional manufacturer narrative:svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Along with, paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl.a device history record (DHR) review was performed, and no relevant non-conformances were identified.there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including years hyperlipidemia (hld).there is no evidence to suggest a manufacturing defect caused or contributed to the reported event.based on the information available, the most likely root cause is patient, including hyperlipidemia (hld), and hypertension (htn).edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.updated sections: b5, b7, h6 (clinical code, device code, investigation finding, and investigation conclusion)